Manufacturer narrative:
This report is submitted on april 4, 2019.

Event description:
Per the clinic, the patient experienced extrusion of the receiver/stimulator and subsequently the device was explanted on (B)(6) 2019. The patient was not reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on may 29, 2019.